Event description:
Complainant alleged that during inservice training by a zoll sales representative, the device displayed message codes "fault 80" and "discharge fault". The complainant indicated that there was no pt involvement in the reported failure.